Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The blood glucose level was 115 mg/dl. The customer reported that when she removed the sensor the electrode was missing. The sensor will not be returned for analysis.